Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). H3, h4, h6: a review of the device history record has been requested. Device history lot part: 03.120.015, lot: 9745567, manufacturing site: hägendorf, release to warehouse date: 28.dec.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation selection investigation site: hägendorf selected flow(s): 2. Device interaction/functional visual inspection: shipped back device ¿trocar w/handle f/03.120.014¿ with lot number 9745567 is in used conditions. Scratches are visible all over the device. Functional test: functional test was performed according to inspection, the device passed the functional test performed confirming the functionality of the device. Document/specification review: all the documents mentioned above have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were found. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Summary: shipped back device ¿trocar w/handle f/03.120.014¿ with lot number 9745567 is in used conditions. Scratches are visible all over the device. Functional test was performed according to inspection sheet, the device passed the functional test performed confirming the functionality of the device. The following documents were reviewed: device history record (DHR) 9921036; all the documents mentioned above have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were found. According to evidences is not possible to confirm complaint condition. Since no manufacturing related issue was identified and/or confirmed, review to the specific prm and prm line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the trocar handle was not gripping when under pressure when used during loan kit inspection. No patient involvement. This report is for one (1) trocar w/handle f/03.120.014. This is report 1 of 1 for (B)(4).